Manufacturer narrative:
User facility is outside the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.

Event description:
It was reported that patient underwent hip surgery on (B)(6) 2001. Revision procedure was performed on (B)(6) 2014 due to bone fracture caused by patient fall. No further information has been received.